Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. The customer¿s blood glucose was 85 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.